Event description:
The customer reported that their device would not pass the electric resistance test and would not detect the quik-combo electrodes. As a result, the device would not detect the patient and defibrillation would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing and the device was, subsequently, returned to the customer for use. The root cause of the reported issue could not be determined.